Event description:
A pt implanted with a psi, developed an infection and the implant was removed. Surgeon has ordered a new psi for this pt.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.